Event description:
It was reported that the patient¿s stimulation had been turned off for the past few months, yet when the patient awoke on the morning of this report he felt stimulation in his right foot. After turning the stimulation on the patient was able to feel stimulation in the center of his back and lower back, with the stimulation in the foot remaining present. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 377860, lot# v004741, implanted: (B)(6) 2006, product type: lead; product ID 377860, lot# v005332, implanted: (B)(6) 2006, product type: lead. (B)(4).